Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No product information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. One sample was received in plastic bag without its original packaging. Based on received sample we are not able to determine if reported failure occurred or not. Root cause was related to manufacturing. A corrective action has already been implemented.

Event description:
It was reported that the device packaging was missing the guidewire. No patient injury was reported.